Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1500 mg/dl; cause was unknown. Customer alleged a bolus delivery issue with the pump, but did not provide any further details. Customer reported feeling ill, had troubling seeing, and almost fell into a coma. The customer was eventually admitted to the intensive care unit (ICU) with ketones classified as life threatening. Customer delivered a manual injection to attempt to resolve the high bg and was unsure of therapy received while in the hospital. Customer was discharged (B)(6) with the issue resolved and no permanent damage. No issues were found with the cartridge, insulin, or infusion set, but customer reverted to an alternate method of insulin therapy until their next meeting with a doctor.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.